Manufacturer narrative:
The reported lack of efficacy and leg weakness was not confirmed. These issues cannot be confirmed with lab analysis alone. The lead was returned in good condition. There were indications it had been fully inserted and secured inside the header of the ipg. It passed all functional tests. The root cause of the issue could not be confirmed.

Event description:
Additional information received indicates that patient was experiencing internal tremors and felt better with having the system off. Surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted resolved the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-05910. It was reported that the patient believes the system/therapy is not working for the patient. Patient believes the pain gets worse with stimulation on and makes the patient¿s legs feel weak. As such surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.